Event description:
It was alleged that when the paramedics were removing the cor from the ambulance the safety bar did not catch the hook. When the cot cleared the ambulance it allegedly dropped to the ground. No injury reported.